Manufacturer narrative:
Additional information was received that heparin was administered during the procedure. The dcs was inserted once and did not pass. An 18 french dilator was inserted and did not pass either. A plain old balloon angioplasty (poba) was performed with a 7 mm balloon. Per the physician, there was a high possibility that the injury occurred at that time but the dissections were possibly attributed to the dcs. The physician reported that the cause of the dissection in the external iliac artery and common iliac artery area was stenosis with calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the minimum diameter of the access vessel was 4.7 mm×6.1 mm. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that in addition to the previously reported endovascular therapy (evt) to address the access site complication, evt was performed again due to bleeding and ¿closure failure¿. No additional adverse patient effects were reported. Updated data: h6 patient code annex e medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the previously reported "closure failure" may have been related to the thrombus that had oc curred inside the blood vessel. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that after removing the delivery catheter system (dcs), a vascular dissection was observed in the external iliac artery. Digital subtraction angiography (dsa) also revealed a complete occlusion due to a thrombus in the artificial blood vessel and a dissection below the lower end of artificial blood vessel was suspected. Vascular access related complications, such as dissection and occlusion are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The physician reported that the cause of the dissection in the external iliac artery and common iliac artery area was stenosis with calcification. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Additionally a number of factors can affect the creation of thrombus (blood clot), including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Based on the limited information available, an assignable root cause of the event cannot be determined and no relationship to the dcs could be established. Additional information was received that heparin was administered during the procedure. The dcs was inserted once and did not pass. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the minimum diameter of the access vessel was 4.7 mm×6.1 mm. Per the device instructions for use, patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evprop2329us. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the right lower limb access blood vessel was damaged. After removal of the delivery catheter system (dcs), lower limb imaging and digital subtraction angiography (dsa) showed a vascular dissection in the external iliac artery area. A non-medtronic artificial blood vessel was placed. The vascular lumen was confirmed with intravascular ultrasound (ivus) and a balloon angioplasty was performed. Afterward dissection of the common iliac artery was observed and a stent was implanted. Hemostasis was performed on the right femoral artery puncture site with a non-medtronic closure device. Dsa revealed a complete occlusion due to a thrombus in the artificial blood vessel and a dissection below the lower end of artificial blood vessel was suspected. Endovascular therapy (evt) was performed. From the contralateral left femoral artery, the physician approached through the catheter via crossover, but the wire did not pass through the thrombus, and after puncturing the superficial femoral artery slightly below the right femoral artery again, the wire was inserted antegradely. A balloon angioplasty was performed and a stent was added. A final balloon angioplasty was performed twice. Contrast for lower limbs was performed and dsa showed successful vascular repair and good blood flow. No additional adverse patient effects were reported.